Event description:
It was reported that the catheter was implanted after the use before date (ubd). The ubd was (B)(4) 2012; 65 days expired at implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Catheter: model: 8590-8, lot# n267836, implanted: (B)(6) 2011, explanted: unk. (B)(4).